Event description:
It was reported that post-procedure, upon ending programmer session, the patient began ventricular pacing at base rate of 50 as the p-waves marched through. There was complete loss of i2i communication. When new programmer session began, i2i went back to 100% with 100% p-wave tracking. Reproducible with unplugging the electrocardiogram cables from the link module. No changes or interventions were reported. The patient condition was stable.